Event description:
Pt states that excess insulin is squirting from the tubing of the infusion set during priming. Problem was resolved by changing the infusion set. Malfunction occurred prior to use.

Manufacturer narrative:
Eval summary: one used device was returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test and the flow test of the tubing. Unused devices: no unused devices returned for eval. Reference samples: the reference material was tested and found to be within specs. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200768. No relevant deviations during mfg were recorded.